Event description:
The user facility reported that the inner pressure of acapiox venous reservoir increased during a procedure to remove thrombus in the pericardial cavity. Follow up communication with the user facility confirmed: sixty minutes after the extracorporeal blood circulation was started the inner pressure of the reservoir increased to 40-50mmhg; there was no increase in inlet pressure of the oxygenator module; only the reservoir was changed out resulting in about 200ml of blood loss; the extracorporeal blood circulation was restarted and was completed successfully; the patient is reported as "doing ok"; and it was further reported that there is a possibility bolheal (an organism tissue adhesive) was added to the blood that could have caused the blood coagulation in the reservoir.

Manufacturer narrative:
(B)(4). The actual sample was returned and evaluated. Performance testing of the sample's positive pressure relief valve confirmed it operated within product specification. The venous and cardiotomy filters were inspected using magnifying inspection and electron microscopy. The results confirmed thrombus was formed on the inner surface of the filters. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warning / precautions section of the instructions-for-use by statements such as "adequate heparinization of the blood is required to prevent it from clotting in the system." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).